Event description:
On (B)(6) 2024, infutronix received a report that a pump had power issue - device powers self off. Device was requested to be returned.

Manufacturer narrative:
A DHR cannot be performed because a serial number was not provided. Device return requested. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. This MDR will be reopened and updated in the event the device involved or additional information becomes available.